Event description:
Pt. Had a powerpicc placed (B)(6) 2011. Pt. Returned on (B)(6) 2011 with chest pain. X-ray revealed wire fragment in pulmonary artery. Pt. Transferred to another facility for removal. Pt. Required sternotomy and cardiopulmonary bypass for removal of the broken stylet.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr of revh0566 showed no other similar product complaint(s) from this lot number.